Manufacturer narrative:
This ipg serial number was part of a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-23091. It was reported the pt had her ipg explanted. It is unk as to the date surgical intervention took place. During another surgical procedure, the physician opened the ipg pocket, attempting to locate the lead. Subsequently, the physician noticed the lead had been cut during the ipg explant. The pt will have another surgical procedure to address this issue.